Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the infusion set to resolve the occlusion. There was no reported impact to customer's blood glucose. Customer reverted to using insulin pens for insulin therapy. Customer declined to provide further information.